Event description:
The complaint is reported as: "on (B)(6) 2022 around 5 p.m., the female patient had a drastic blood pressure drop (map at 40 mmhg). Central venous catheter was inserted in the right internal jugular. Norepinephrine was infused through the cvc. A vasopressor was allowing the blood pressure to rise. My colleague noticed that the catheter was bent and therefore did not allow the vasopressor to work properly. The 2cm catheter was removed and stitches put back to stabilize it. Despite this, her blood pressure did not rise. They then urgently inserted a second central venous catheter in left internal jugular. This one worked properly. The vasopressor had to be increased drastically, to more than three times the initial dosage, for the patient to normalize her blood pressure. I removed the defective catheter during the night. The doctor and I noticed that the catheter was kinked/bent. There was no blood clot (checked in each line with physiological saline, there was no leakage)." The doctor reported "the catheter was changed urgently during the night. The patient unfortunately died a few hours later, but was already in a very serious condition before the catheter malfunction. It is difficult to know whether or not the catheter dysfunction contributed to the deterioration of his condition." Additional information received reports the patient was admitted for cardiac arrest due to myocardial infarction. The catheter was bent at the base of the skin insertion (white part), before the separation of the lines. The catheter tip was verified by chest x-ray and ultrasound guidance. The infusions were being delivered by IV pump. The event was noticed 48 hours after catheter insertion. Mesenteric ischemia was reported as a contributing factor to the patient's death.

Manufacturer narrative:
Concomitant medical products: ssors. (B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material were observed inside the catheter extrusion. The catheter body from the juncture hub to the distal tip measured 167mm, which is within the specification limits of 158.5mm-175mm per the catheter product drawing. The catheter body outer diameter measured 2.86mm which is within the specification limits of 2.85mm-2.95mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. No defects were observed as the water exited out of the respective skive holes for each extension line. Each of the lines flushed as expected and no blockages or resistance were observed. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radio graphic visualization should be obtained and further consultation requested". The report of a kinked catheter was not able to be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies of any kind. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Each of the extension lines flushed as expected during lab testing and no blockages or resistance was observed. Based on complaint investigation of the returned sample, no problem was found on the catheter. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Continuation of d11: ssorsqn#(B)(4). Correction to section h.10-additional manufacturer narrative: the customer returned one, three-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter extrusion. Visual analysis did not reveal any obvious markings/imprints on any portion of the catheter that would indicate a kink had formed; however, slight bending was observed on the catheter body. A small build-up of biological material was observed towards the distal end; however, this did not affect the flow of the catheter. The bending in the catheter body measured approximately 30mm-80mm from the juncture hub. The catheter body from the juncture hub to the distal tip measured 167mm, which is within the specification limits of 158.5mm-175mm per the catheter product drawing. The catheter body outer diameter measured 2.86mm , which is within the specification limits of 2.85mm-2.95mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. No defects were observed as the water exited out of the respective skive holes for each extension line. Each of the lines flushed as expected and no blockages or resistance were observed. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". R & d was contacted as part of this complaint investigation. They confirmed that the observed bending should not have any significant effect on functionality. They also indicated that the bend in the catheter is likely related to undue force being applied to the catheter during use. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit instructs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also cautions the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a bent catheter was able to be confirmed through complaint investigation. Visual analysis of the returned catheter revealed a long continuous bend on the catheter body. Aside from this, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing related cause. Each of the extension lines flushed as expected during lab testing and no blockages or resistance were observed. Based on the customer report that the issue was identified during use and the comments from r & d, the root cause for the catheter bend issue is likely unintentional use error related. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.6.-investigation findings code corrected to 3211. Section h.6.-investigation conclusions code corrected to 61. Section h.10.-additional manufacturer narrative has been corrected to the following: the customer returned one, three-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter extrusion. Visual analysis did not reveal any obvious markings/imprints on any portion of the catheter that would indicate a kink had formed; however, slight bending was observed on the catheter body. A small build-up of biological material was observed towards the distal end; however, this did not affect the flow of the catheter. The bending in the catheter body measured approximately 30mm-80mm from the juncture hub. The catheter body from the juncture hub to the distal tip measured 167mm, which is within the specification limits of 158.5mm-175mm per the catheter product drawing. The catheter body outer diameter measured 2.86mm, which is within the specification limits of 2.85mm-2.95mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. No defects were observed as the water exited out of the respective skive holes for each extension line. Each of the lines flushed as expected and no blockages or resistance were observed. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". R & d was contacted as part of this complaint investigation. They confirmed that the observed bending should not have any significant effect on functionality. They also indicated that the bend in the catheter is likely related to undue force being applied to the catheter during use. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit instructs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also cautions the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a bent catheter was able to be confirmed through complaint investigation. Visual analysis of the returned catheter revealed a long continuous bend on the catheter body. Aside from this, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing related cause. Each of the extension lines flushed as expected during lab testing and no blockages or resistance were observed. Based on the customer report that the issue was identified during use and the comments from r & d, the root cause for the catheter bend issue is likely unintentional use error related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "on (B)(6) 2022 around 5 p.m., the female patient had a drastic blood pressure drop (map at 40 mmhg). Central venous catheter was inserted in the right internal jugular. Norepinephrine was infused through the cvc. A vasopressor was allowing the blood pressure to rise. My colleague noticed that the catheter was bent and therefore did not allow the vasopressor to work properly. The 2cm catheter was removed and stitches put back to stabilize it. Despite this, her blood pressure did not rise. They then urgently inserted a second central venous catheter in left internal jugular. This one worked properly. The vasopressor had to be increased drastically, to more than three times the initial dosage, for the patient to normalize her blood pressure. I removed the defective catheter during the night. The doctor and I noticed that the catheter was kinked/bent. There was no blood clot (checked in each line with physiological saline, there was no leakage)." The doctor reported "the catheter was changed urgently during the night. The patient unfortunately died a few hours later, but was already in a very serious condition before the catheter malfunction. It is difficult to know whether or not the catheter dysfunction contributed to the deterioration of his condition." Additional information recevied reports the patient was admitted for cardiac arrest due to myocardial infarction. The catheter was bent at the base of the skin insertion (white part), before the separation of the lines. The catheter tip was verified by chest x-ray and ultrasound guidance. The infusions were being delived by IV pump. The event was noticed 48 hours after catheter insertion. Mesenteric ischemia was reported as a contributing factor to the patient's death.